Event description:
The customer reported that the ventilator gave a transducer fault. No pt involvement.

Manufacturer narrative:
(B)(4). The carefusion field service tech evaluated the ventilator. Visually inspect ventilator internally and externally for loose or defective connections. Tested the ventilator and it performs to specs.